Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 545 mg/dl, 387 mg/dl, 470 mg/dl, 256 mg/dl, 209 mg/dl, and 207 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor had ruptured during patient use. It is unknown was the device was filled with. No patient injury or medical intervention was reported. No additional information is available.